Manufacturer narrative:
(B)(4). Additional information: (the event occurred approximately two weeks before (B)(6) 2014). (Lot r14d15103 was manufactured on april 16, 2014 and lot r14d01061 was manufactured on april 2, 2014). Evaluation summary: the evaluation is complete. The device was received fully primed. Visual inspection found that the tubing was connected to the outlet port of the drip chamber; however, when the tubing was lightly pulled, it separated from the outlet port of the drip chamber. Microscopic inspection was performed on the tubing end and revealed missing solvent. A pull test was performed on the remaining solvent bonds and no failures occurred. The cause of the separation was unable to be determined. A CAPA has been opened to further investigate this issue. A batch review was conducted for both lots r14d15103 and r14d01061 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number: the customer reported the lot number to be either r14d01061 or r14d15103. The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a hole at the connection of the tubing to the drip chamber of a continu-flo solution set. The nurse manipulated the drip chamber and it completely separated from the tubing and leaked solution. This occurred before use. There was no patient involvement. No additional information is available.